Manufacturer narrative:
(B)(4).

Event description:
Clinical operation director contacted dexcom on (B)(6) 2016 to report that the transmitter and receiver were not communicating on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event. A root cause could not be determined.